Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented in clinic with chest pain. Upon interrogation, the right atrial lead exhibited under sensing and loss of capture. A CT scan showed possible perforation, the lead was explanted, how ever the patient developed a pericardial effusion. The effusion was drained intraoperatively with a subxiphoid window. The patient had no other complications and was discharged to recovery as normal.